Event description:
Event as reported: nurse was discontinuing an accufuser y catheter last night and pulled one catheter out and removed only the outside plastic of the catheter on the other catheter leaving the coil in the patient. Nurse observed that the ends may have been trimmed. Because the physician could not come in last night, this extended pt's length of stay by one day.

Manufacturer narrative:
During a visit to the customer, the physician's assistance said that the rn first assistant cut the tip of the catheter causing the inner coil of the catheter to remain inside the patient. This is attributed to user error not a product malfunction.